Manufacturer narrative:
The insulin pump was received with blank display, due to corroded electronic assemblies. The device was also received with corroded motor assemblies. The insulin pump was also received with corroded keypad traces, cracked case at display window corners, cracked battery tube threads, and minor scratches on lcd window.

Event description:
The customer called and reported she went into a pool with the insulin pump on. The device began to vibrate continuously, so she removed the battery and then received an unexpected restart error alarm. Customer's blood glucose was 110 mg/dl. Customer was advised the device would be replaced and agreed to return the product for analysis.